Manufacturer narrative:
Patient information was requested and the customer declined to provide it.

Event description:
The customer reported the touch screen calibration will not hold; when in touch screen diagnostics page, the touch is not being tracked correctly. The customer reported there was patient involvement and no patient harm.